Manufacturer narrative:
Additional information was received that the primary cell ipg was replaced. The patient was successfully implanted with a rechargeable ipg. Malfunction was not suspected.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an ipg explant procedure for an unknown reason.